Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may 2006 letter.

Event description:
A customer reported that their freestyle flash meter displayed an error 4 message. The customer observed the booklet icon and battery icon displayed on the screen. The meter is reading in mmol/l. There was no report of death, serious injury or mistreatment. The customer's meter has been returned. Investigations are underway.